Manufacturer narrative:
The device was discarded at the hospital and will not be returned for evaluation. The complaint could not be confirmed without return of the product, nor could a root cause or potential contributing factors be identified. A device history record review could not be completed as the lot number was not provided.

Event description:
It was reported that a swan-ganz catheter came apart at the 30 centimeter mark upon removal from the patient. The distal part of the catheter was out of the sheath and was able to be removed without negative consequence to the patient. Follow up indicated that an arrow sheath percutaneous introducer was used, there was no resistance felt when pulling the introducer out, the catheter was in for 2 days, it is unknown if the vasculature was tortous and unknown if there was placement difficulties. The exact model number was not reported; however, it was indicated that it was a swan-ganz catheter. There were no patient complications reported.